Event description:
A vessel dissection occurred while using an everest inflation device. The physician advanced the balloon catheter (guidant cross sail) through the crevice between the strut of the deployed stent (guidant "tri-star") for dilatation of the branch. The balloon ruptured and blood flow to the balloon stopped. Initially the gauge needle of the inflation device moved slowly. When the physician was raising the pressure it jumped rapidly. The pressure gauge read 8atm's but in fact more pressure was applied. The needle of the gauge did not correspond to the pressure in the balloon. It was thought that the stent was blocking the flow. The pt's condition is reported to be stable. No devices are expected to be returned for eval.